Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable pump won't run. Unable to restart the pump. Per special facility instructions, the cassette was not removed. There was no patient injury reported.